Event description:
It was reported 17 g bd blunt plastic cannula had coring. The following information was provided by the initial reporter: "blunt needle was unable to penetrate rubber stopper and with additional force blunt needle pushed rubber stopper into the vial and medication was contaminated."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/2/2021 h.6. Investigation: it was reported the blunt needle was unable to penetrate the rubber stopper. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. It could be possible the customer is not using the product as intended. This product is not designed to go through the rubber stopper vial. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options. A device history record review was completed for provided material number 303345, lot number 1015091. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number and lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to go through the rubber stopper vial. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported 17 g bd blunt plastic cannula had coring. The following information was provided by the initial reporter: "blunt needle was unable to penetrate rubber stopper and with additional force blunt needle pushed rubber stopper into the vial and medication was contaminated."